Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient was above target temperature. Target temperature was 33c, patient temperature was 34.8c, water temperature t was 40c, fr was 2.7lpm. Doctor had send a photo of the graph and pointed out someone changed the target temperature from 33c to 36c about 3am. Doctor would speak to the md about whether they want to change to 33c or leave at 36c. Per follow up via phone 22jul2021, initial reporter nurse stated that there was no issue with the arctic sun, the doctor had changed the target temperature and the arctic sun responded appropriately. No patient identifiers available. Nurse stated that therapy was completed with the arctic sun unit and it was not sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was above target temperature. Target temperature was 33c, patient temperature was 34.8c, water temperature t was 40c, fr was 2.7lpm. Doctor had send a photo of the graph and pointed out someone changed the target temperature from 33c to 36c about 3am. Doctor would speak to the md about whether they want to change to 33c or leave at 36c.